Event description:
Boston scientific received information that left ventricular (lv) pacing percentages were less than expected. Additionally, lv loss of capture (loc) was observed and the device was programmed to ring to coil to receive a consistent capture. Lv pacing impedance measurements had decreased from 1,100 ohms to 450 ohms with a decreased in rwave amplitude measurements. It was reported that the patient implanted with this lead lost approximately 50 pounds and it was thought that this may have resulted in the measurement changes. The lv lead was subsequently programmed to off due to increased threshold measurements. An invasive revision procedure was performed and an lv lead dislodgement was confirmed. The lv lead was successfully explanted and replaced. No adverse patient effects were reported during the procedure. The lead was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. Visual inspection confirmed that the complete lead was returned, with the extraction stylet suck in the lead, and dried body fluid was present in the lead lumen. The conductor coils were stretched at 521 mm through 695 mm from the terminal pin and the insulation was separated at 713 mm through 782 mm from the terminal pin. Further testing confirmed the lead to be electrically continuous.